Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/ replace/ reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and significant shallowing of ac. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles and significant shallowing of ac. In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.